Manufacturer narrative:
Upon further review this report was submitted as a typo. This event should have been filed as an adverse event and marked as hospitalization - initial or prolonged since one (1)of the nine (9) patient's was admitted to the hospital due to the erroneous results.

Manufacturer narrative:
Samples were collected in 7 ml bd lithium heparin pst tubes with gel. The samples are centrifuged for five (5) minutes at 4000 rpm and then the primary pst tubes are centrifuged for an additional three (3) minutes at 4,400 rpm. The samples were stored refrigerated prior to the repeat testing. Per the customer, two (2) out of nine (9) of the samples were short draws and therefore were sampled from insert cups. No additional information was supplied to indicate which two (2) specimens were sampled from the insert cups. The customer indicated that the samples were clear with no visual fibrin or hemolysis present. Qc resulted within specifications prior to and after the event. Instrument issues were not indicated in this event. A field service engineer (fse) was dispatched on (B)(4) 2009 for this event. The fse performed verification procedures which all passed. The fse replaced the aspirate probes peri-pump tubing. The fse noted that qc was noted to be within specifications. The fse verified repair per established procedures and results met published performance specifications. A follow up for this event on (B)(4) 2009 indicated that the accutni testing is not running well since the event. The customer is currently working with the fse to troubleshoot the temperature impact on accutni testing as that might be a factor in the laboratories environment. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2010 - (B)(4) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high troponin (accutni) results within the risk stratification testing for nine (9) patients that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory; however, upon repeat testing the results were within normal reference range. One (1) of the nine (9) patients was admitted to the hospital due to the erroneous results. No additional information was supplied by the customer that indicates which of the nine (9) patients was admitted. The event occurred on (B)(6) 2009 and (B)(6) 2009. This reportable event captures the accutni results that were generated on (B)(6) 2009. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. This report is related to medwatch #2122870-2011-00717 that captures the different date reported for this similar event.

Event description:
Follow up report: one (1) of the nine (9) patients was admitted to the hospital due to the erroneous results. No additional information was supplied by the customer that indicates which of the nine (9) patients was admitted. This reportable event captures the affected patients in this event. This report is related to medwatch #2122870-2011-00717 that captures the malfunction portion of this event.